Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from a MRI technologist through the medical affairs department indicated that in a follow-up CT examination, that the previously implanted palmaz genesis vd 39 mm stent was noted to be fractured. The palmaz genesis stent was noted to be fractured with three loose stent struts. The call was placed in order to ascertain if an MRI could be performed. The pediatric patient is well known to the physician and was being followed routinely. The palmaz genesis stent was implanted in the pulmonary tree approximately twenty-five and one-half (25 1/2) months earlier to treat transposition of the great vessels and pulmonary stenosis during the index procedure. The patient was treated by implantation of an omega stent with no reported problems. No additional information was available. There was no reported patient injury.

Manufacturer narrative:
The complaint received states that approximately (B)(6) years post palmaz genesis implantation stent fracture was noted. This is a (B)(6) female patient with medical history including repair of congenital transposition of the great vessels. In 2006, the palmaz 39mm stent was implanted in the pulmonary tree for treatment of pulmonary stenosis. In a follow up CT, it was noted that the palmaz was fractured with three loose stent struts. The patient had an omega stent implanted at the site of the palmaz with no reported issues. The stent fracture was reported via an MRI tech requesting information regarding MRI examination safety. No additional information was available. There was no reported patient injury. The palmaz remains implanted thus unavailable for analysis and no images of the stent have been available for review. The product was not returned for inspection. Per norman noble report: the subject batch was packaged and labeled per the validated process. The subject batch passed all labeling verifications and was found acceptable for the validated bacterial endotoxins testing. Receiving inspection records indicate that the raw tubing lot of ((B)(4)) used to manufacture the stent lost involved in the shipments were inspected and accepted to cordis (B)(4) dimensional and metallurgical requirements. Review of all involved stent production routers indicated the stents were processed in compliance with the defined process flow using process parameters per cordis drawing requirements. Trained operators performed all router steps, while the 90.4% overall yield through all manufacturing and inspection processes for the subject batches were normal to historical palmaz genesis 39y results for the same period ((B)(6) 2004 = 86.4%). As part of the standard stent manufacturing process, all stents in the subject batch were directly monitored for visual attribute, wall thickness, stent features, and overall length. All accepted stents conformed to 100% comparator inspection of overall length, and wall thickness, along with 100% visual attribute inspection through 40x microscope inspection. All norman noble, inc. Finished stent documentation indicates that all stents shipped under the subject nni shipping control number in question meets cordis drawing specified product release requirements. Stent fractures are a known potential complication associated with this type of procedure and are listed in the IFU as such. The pulmonary vessel is a dynamic vessel creating various forces; angulation, stretching and compression, that could lead to stress upon the filter and to strut fracture. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Inspections are in place to prevent damaged products from leaving the facility.